Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was stated that 30% to 40% of the battery was consumed in one night and that the ¿stimulator¿s battery was at 100%¿ in the morning, the battery that was being referenced was the implantable neurostimulator (ins) battery. It was stated that the ¿setting value was reduced to about 3.¿ this was an ins setting (strength). The decrease in the setting value is due to the fact that the output was changed with the change in posture using adaptivestim. The remaining battery power mismatch is due to the fact that the amount of battery consumption changed due to the changes in the settings at the medical institution. Stimulation was adjusted at the time of medical consultation ((B)(6) 2022) after the patient telephoned, and the patient was explained about the settings and the amount of battery consumed. The issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# unknown product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that after having used their stimulation on group c at a setting of 6.6, the patient looked the morning of report and found that the setting was reduced to 3 and that their stimulator battery was at 100%. It was stated that based on the intervals used prior to report that 30% to 40% of the battery was typically consumed in one night. The patient reportedly had ¿no memory of operating it.¿ the recharger was ¿set¿ and charging of the stimulator was checked, at which point it displayed 90%. It was noted that ¿it was believed that it was suspicious;the recharger removed, charging was stopped, and when the screen was checked, the stimulator displayed 100% again.¿ further information received reported that charging of the implantable neurostimulator (ins) was unstable. It was noted that while ¿good/very good¿ was displayed during charging that the display would then show ¿charging failure¿ and would return to the charging display again. There were no external factors in particular reported that may have led or contributed to the issue. It was unknown whether the issue was resolved at the time of report. The spinal canal stenosis patient was alive with no health damage; no complications were reported or anticipated.